Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the packaging of 2 intermittent catheters were ripped and hence, the catheters became unsterile.

Event description:
It was reported that the packaging of 2 intermittent catheters were ripped and hence, the catheters became unsterile. Per sample received on (B)(6) 2022, it was noted that the intermittent catheters were returned for evaluation. Per additional information received via sample form on (B)(6) 2022, customer stated that wrapper of the intermittent catheters had tears which resulted in the catheters becoming unsterile. Stated that the second catheter had the same result and no further issues.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. One sample was confirmed to exhibit the reported failure. The device had not met specifications. Visual evaluation of the returned sample noted one opened (with original packaging), ureteral catheter. Visual inspection of the sample noted the catheter strip packaging was torn and opened upon return. This is out of specification per inspection procedure, which states, "holes / broken / open seals in package are not allowed." A potential root cause for this failure could be inappropriate package design; aggressive handling; inadequate packaging design; with product enclosed, packaging peel strength is insufficient to maintain package integrity; material quality is not acceptable (pinholes, etc.); product packaging obviously not sealed or torn,that is out of box failure"; insufficient package design that does not protect the product from elements during shipping and storage; and/or sharps (external). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not performed because labeling could not have prevented the reported failure. . H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.